Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure;perc lead damage in 2 areas-wires intact.specific component(s) involved: driveline malfunction;weakness 2 areas driveline w rescue tape temp repair;causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): replacement of driveline; replacement of pump;type: lvad.